Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that he had a return of symptoms, that he had peed the bed/himself and was going through 6 pull ups/day vs. 2/day. The patient stated that previously he would feel stim to go pee and it would be held for him to go. The patient reported that he was doing well in the beginning with holding the bladder and his body letting him know when to go/being able to control. The patient stated that he was on 3.7 and has turned up amplitude to 5.0 on program 4 but does not feel stim. The patient reported that the bowel side of things never has improved. The patient noted that he had sustained an injury, which crushed the nerves and that he doesn't have the muscle/sphincter not working correctly and can't push out, so he has to have an enema. The patient stated that it has stimulated the bowel and improved from going once a day to 3x a day, and it was normal for the patient to go after each meal, but it has not helped a lot. The patient sync'd and reported that the ins was on, prog 4, 5.0v. The patient tried all 4 programs and increasing amplitude, but did not feel stim. The patient changed back to program 4 and increased to 7.0 and noted feeling a little stim at 7.0v but in the lower part of his stomach. The patient lowered stim down and confirmed the sensation went away. The patient noted that he does things with a tractor and has to pull things, but he does not do much because he has a broken back, he can walk but not run. The patient stated that he saw the doctor a few weeks ago,who said everything looks good. The patient stated that he was to see the doctor 30 days after that appointment. The patient first stated there was a sudden change regarding the urinary symptoms but later did not give an answer when patient services asked for clarification regarding sudden/gradual. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported it was not a return of symptoms, the patient had urinary improvement. There were no further complications that have been reported as a result of this event.